Event description:
Boston scientific crm received information that this right ventricular (rv) lead had increasing threshold measurements directly after the implant procedure. It was suspected that the steroid was not effective due to the inflammatory response. As a result, one day post-implant, the rv lead was explanted and a new passive fixation rv lead was successfully implanted. No adverse patient effects have been reported.